Manufacturer narrative:
This report is submitted on february 2, 2021.

Event description:
Per the clinic, the patient experienced an infection which was treated with topical and oral antibiotics. He also experienced skin overgrowth which was surgically removed on (B)(6) 2020.